Event description:
The patient survived explant.

Manufacturer narrative:
B5: added additional information regarding patient outcome. D6b: added explant information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, a discrepancy was observed between the mean placement signal displayed on the automated impella controller (aic) and the patient¿s mean arterial pressure measured via left radial arterial line. At the start of the case, the placement signal mean was reported to be approximately 53 to 56 mmhg, while the arterial line mean arterial pressure was approximately 80 mmhg and remained consistently higher than the placement signal. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.